Event description:
A customer contacted baxter¿s technical service center regarding information about refilling the heater bag. The care giver (cg) stated that the homechoice (hc) was not refilling the heater bag so she disconnected both supply bags and switched them and reconnected. This reconnecting constitutes a reuse of a single-use product, which is designated as a user error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product where the care giver stated that the homechoice was not refilling the heater bag so she disconnected both supply bags and switched them and reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.